Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The product lot number was not provided; therefore, the manufacturing records could not be reviewed. This report is associated with MFR report number: 3005168196-2019-00247.

Event description:
The patient was undergoing a thrombectomy procedure to treat an occluded femoral bypass graft using an indigo system aspiration catheter 6 (cat6) and indigo system aspiration catheter 8 (cat8). During the procedure, while advancing the cat8 through a 8 fr non-penumbra sheath, the physician experienced resistance. The physician was then able to successfully utilize the cat6 through the rotating hemostasis valve (rhv) with the cat8. However, while retracting the cat6, the physician noticed that the cat6 broke inside of the cat8. Therefore, the physician removed the cat6 and the procedure was completed using balloon angioplasty with the same cat8 and the same sheath. There was no report of an adverse effect to the patient.